Event description:
It was reported that this pacemaker was unable to be interrogated and had no magnet response. Technical services (ts) was consulted and performed troubleshooting. This pacemaker was suspected to have be depleted more quickly than expected. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.